Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent idiopathic ventricular tachycardia (idvt) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient developed a pericardial effusion while mapping with carto 3 system and thermocool® smart touch® sf bi-directional navigation catheter in the right ventricular outflow tract (rvot) for idiopathic vt. There was difficultly positioning catheter in the rvot from beginning of the procedure due to abnormal anatomy and a dilated heart. The physician remarked on the strange catheter positioning. The sales representative mentioned that the catheter might be in the epicardial space. Using fluoroscopy the physician determined they were not in the epicardial space, but still in the rvot. Mapping continued, an arterial line was placed. Shortly after this the patient developed hypotension, systolic blood pressure in the 80's. A transthoracic echo revealed the effusion. A pericardiocentesis was in progress at the time of the call. The contact force was never above 40 grams. Access was from left femoral vein. There was no ablation performed, mapping only. The opinion of the physician is that the event was patient condition-related. No extended hospitalization was required beyond an overnight stay. Transseptal puncture was not performed. No ablation was performed prior to the discovery of the effusion. The irrigation flow setting was 2ml/min. Graph, dashboard, vector and visitag were used for force visualization.

Manufacturer narrative:
It was reported that a male patient underwent idiopathic ventricular tachycardia (idvt) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient developed a pericardial effusion while mapping with carto 3 system and thermocool® smart touch® sf bi-directional navigation catheter in the right ventricular outflow tract (rvot) for idiopathic vt. There was difficultly positioning catheter in the rvot from beginning of the procedure due to abnormal anatomy and a dilated heart. The physician remarked on the strange catheter positioning. The sales representative mentioned that the catheter might be in the epicardial space. Using fluoroscopy the physician determined they were not in the epicardial space, but still in the rvot. Mapping continued, an arterial line was placed. Shortly after this the patient developed hypotension, systolic blood pressure in the 80's. A transthoracic echo revealed the effusion. A pericardiocentesis was in progress at the time of the call. The contact force was never above 40 grams. Access was from left femoral vein. There was no ablation performed, mapping only. The opinion of the physician is that the event was patient condition-related. No extended hospitalization was required beyond an overnight stay. Transseptal puncture was not performed. No ablation was performed prior to the discovery of the effusion. On 9/1/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. On 9/4/2020, during visual inspection, the device was found with a cut on the surface of pebax sleeve, exposing internal parts.the returned conditions were reviewed and assessed as MDR reportable for the hole on the sleeve exposing internal parts since the integrity of the device was not maintained. Device evaluation details: the device evaluation has been completed. The device was visually inspected, and it was found a cut on the surface of pebax sleeve; observed internal parts exposed. Then, the carto test was performed, and 106 error was observed, in addition, temperature, deflection & irrigation features was tested, and no issues were observed. Electrical test was performed and current leakage on rings were observed, the catheter was open, and it was found corrosion on pins. A manufacturing record evaluation was performed, and no internal action related to the reported complaint were identified. There is evidence that the device was manufactured in accordance with documented specification and procedures. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The conditions found during the product investigation cannot be related to the manufacturing process, it could be related to the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).